Manufacturer narrative:
(B)(4). The lot was manufactured january 7, 2015 ¿ january 8, 2015. The device was received and the evaluation was completed to investigate the reported issue. Visual inspection revealed black particulate matter inside the reservoir. The reported condition was verified. However, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black particle in the balloon. The device was filled with an unspecified amount of flucloxacillin. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.